Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 5. They checked lines and bags and found no leaks or open clamps on unused lines. The technical service representative (tsr) had the home patient (hp) close all of the clamps and cycle the power on the hc to clear the alarm. The tsr had the hp disconnect using aseptic technique and end the therapy. There was no patient injury or adverse event associated with this report.